Manufacturer narrative:
The event unit was returned to applied medical for evaluation along two rubber components. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The rubber components were identified as the septum and duckbill, which are internal components of the seal. The shield, an internal plastic component of the seal, was not returned for evaluation. Based on the condition of the returned unit and the description of the event, it is likely that the seal components were dislodged by the graspers and gauze that were inserted/removed from the trocar.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: rep. Was present during the case. He stated that as the surgeon was pulling gauze out of the trocar, the seal housing cap, and all internal components (shield, septum, duckbill) came apart. Rep. Also noted that the surgeon removed the "white part of the seal" when pulling the gauze through. The upper portion of the seal housing detached. None of the pieces fell into the patient. The part of the seal that detached was the two black parts of the duckbill and the shield (clear plastic part). The entire component dislodged and was not ripped or torn. At the time of the incident, the instrumentation being used was a grasper and gauze. There was no patient injury and the case was completed by switching to a different c0q19 to finish the procedure. The product is expected to return with all parts (seal, obturator, and cannula). Intervention: replaced the trocar with a new one to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: rep. Was present during the case. He stated that as the surgeon was pulling gauze out of the trocar, the seal housing cap, and all internal components (shield, septum, duckbill) came apart. Rep. Also noted that the surgeon removed the "white part of the seal" when pulling the gauze through. The upper portion of the seal housing detached. None of the pieces fell into the patient. The part of the seal that detached was the two black parts of the duckbill and the shield (clear plastic part). The entire component dislodged and was not ripped or torn. At the time of the incident, the instrumentation being used was a grasper and gauze. There was no patient injury and the case was completed by switching to a different c0q19 to finish the procedure. The product is expected to return with all parts (seal, obturator, and cannula). Intervention: replaced the trocar with a new one to complete the case. Patient status: no patient injury occurred.